Event description:
Pt ran out of medication one day prior to expected date of depletion. The pt received a seven day supply of medication in six days. Possible product homepump problem. Similar problems with exact model and lot experienced with other patients.